Event description:
It was reported that the patient experienced pain and discomfort at the implantable pulse generator (ipg) site. It was also noted that the patient had inadequate pain relief as well as shocking sensation. Reprogramming was attempted, however, unsuccessful. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model:sc-2218-50, serial: (B)(6), batch: 5039242/5039841/5027821.